Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 6.0x18 herculink elite stent was successfully deployed at the mesenteric artery lesion. The stent had great wall apposition and was placed fine. There were no issues with stent deployment. At the end of the procedure, after the final angiographic pictures were taken, the 014 guide wire was being removed when resistance was noted. The guide wire had become entangled with the deployed stent and explanted the stent. A snare was used to capture the stent and guide wire. A cutdown procedure was performed at the brachial access site to remove all devices together. It was suspected that there was a device issue with the guide wire, which resulted in the stent entanglement. There was no clinically significant delay in the procedure. No additional information was provided.